Event description:
Pt. Was having a coiling procedure for an aneurysm in the right internal carotid artery. The coil fractured. A piece of the coil was removed from the pt, and a fractured piece remained in the internal carotid artery.